Event description:
It was reported by the aci distributor that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral head via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon came out of the vessel and sheath after the balloon was inflated. The patient was converted to 15 minutes of manual compression. The patient was hospitalized for an unrelated and unspecified reason. The patient's discharge date was not provided. It was reported that the balloon had a small hole.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1216004) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1216004) indicated that the device lot met all established performance criteria prior to shipment.